Event description:
Attorney alleges as result of lead, patient suffered injuries "including but not limited to being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life, due to the knowledge that he could at any time be subjected to further injuries associated with the defective leads, as well as by the knowledge that he might be advised to undergo additional surgery to correct, remove and/or replace the defective leads in the future" and as result of lead "including its design defects and failure to warn, (patient) has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Review of manufacturer's database verified patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.